Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "it is important to update the total daily insulin setting in the control-iq screen when you visit your healthcare provider. This value is used for the 2-hour maximum insulin alert."

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl; cause was unknown. As a result of the low bg, customer went to the emergency room and was subsequently hospitalized. Customer consumed carbohydrates and was treated intravenously. Customer was discharged 2 days after arrival with no permanent damage. A system check was performed and it was reported that the pump time was incorrect, cause was unknown. The customer corrected the time to resolve the issue. Additionally, it was determined that the customer's total daily insulin was incorrect. Tandem technical support (cts) educated caller about pump software technology and the algorithm using tdi information to adjust insulin. Multiple attempts were made by cts to obtain additional information and request for the pump logs to be uploaded; however, a response was not received. No additional information was able to be obtained.